Event description:
It was reported to resmed that an astral device failed to charge its internal battery and the power button did not function. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and performance testing confirmed the reported complaint. Visual inspection of the power button revealed damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective power button. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(6).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was returned to the customer unrepaired due to customer declined service. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and the power button did not function. There was no patient harm or serious injury reported as a result of this incident.